Event description:
The customer reported that this device failed op-check for pacing and shock.

Manufacturer narrative:
The customer reported that this device failed op-check for pacing and shock. The device was evaluated at philips, and the reported failure was duplicated. The internal interconnect cable had become disconnected from the pca. Re-establishment of the connection resolved the issue.